Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the lower shaft of gear number one and the rotor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. When asked if the patient experienced symptoms, it was stated there was "no changing." Since the motor stall, the patient received oral medication. A change of the pump was planned, but there was no fixed date. As of (B)(6) 2019 the event had not yet resolved. The pump would be returned after explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The exchange of the pump was set for (B)(6) 2019. Additional information was received, the pump was confirmed to be explanted on (B)(6) 2019.

Manufacturer narrative:
Pump reported to be implanted in 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (10 mg/ml at 2 mg/day) via an implantable pump for an unknown indication for use. It was reported motor stall occurred. The event date was reported to be (B)(6) 2018. There was no recovery reported. The pump was programmed to minimum rate, and oral substitution was provided. No actions had been taken yet. Replacement would be performed; this was planned, but not scheduled. The issue was not resolved. The patient status was alive - no injury. There were no reported contributing factors to the event. There were no reported symptoms. No further complications were reported or anticipated. Pump logs were provided from an interrogation on (B)(6) 2019 at 12:30. Motor stall occurred on (B)(6) 2018 at 17:24. A stopped pump period may exceed tube set message occurred on (B)(6) 2018 at 17:24. No recovery was recorded. The pump was currently in a state of motor stall and tube set, and had been stopped for 139 hours and 7 minutes. Logs from an interrogation on the same date at 12:35 were provided; the pump had been programmed to minimum rate.